Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that on two occasions the prior week the pump cancelled delivery of a bolus during the bolus delivery without user intervention. The reporter stated he was not able to determine which boluses were cancelled and could not identify them in the pump history. The reporter stated the patient completed the boluses after the pump cancelled them. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged bolus delivery issue remained unresolved with troubleshooting.